Event description:
It was reported through ilet monthly survey that the patient experienced a hypoglycemic event of 42 mg/dl, initially reported on (B)(6) 2025 but clarified by the agent to have occurred on (B)(6) 2025, with an awareness date of 08-dec-2025. Attempts made to collect blood glucose questionnaire details, but unsuccessful. Investigation included internal case creation. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, with no device malfunction or component failure identified. No clinical symptoms associated with low blood glucose reported. Outcomes included no reported hospitalization or long-term sequelae. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.